Event description:
The customer reported the following event : "revision surgery for loosening of the prosthesis implanted in 1997 and discovery of a complete trochanteric osteolysis."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding loosening involving an abg shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the abg shell noted some remaining adherent bone on the outer surface. -medical records received and evaluation: a review of the medical records by a clinical consultant noted for the abg shell: the observed cup loosening, if ever present, has been a secondary finding during revision surgery and most probably was related to the presence of osteoporosis in this rather elderly female patient which at least made cup removal easy. Cup loosening may have been present but is not very much supported by the explantation photographs. The available material does not suggest that device-related factors have played any role in the failure scenario, neither would this be plausible given the clinical conditions at the time of component failure -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the clinical review concluded: root cause of failure is an adverse mix of patient-related (the multiple falls) and secondary procedure-related factors (osteosynthesis failure and embedded bone cement in cup poly) contributing to osteolysis and culminating in a pseudarthrosis of repair of a periprosthetic fracture from 2007 causing metallic particulate debris to be released in the peri-implant environment to become a major cause of the osteolysis in the greater trochanteric bone area in concert with the third body wear of the cup poly as caused by the embedded bone cement particles. No evidence for device-related aspects to play any role as also supported by the mar findings and this pi case is not device related.

Event description:
The customer reported the following event : "revision surgery for loosening of the prosthesis implanted in 1997 and discovery of a complete trochanteric osteolysis."